Manufacturer narrative:
The date of death is month > year valid. The exact date of death is unknown due to patient privacy regulations in this region. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter was attempted to be inflated in the right inferior pulmonary vein (ripv), but it did not inflate. The balloon catheter was moved to the left side of the heart for a test inflation and it inflated as expected. Then, the patients blood pressure dropped. A cardiac tamponade was observed and a pericardiocentesis was performed to drain a liter of blood from the pericardium. The patient's condition did not improve and an exploratory thoracotomy was performed, in which a source of the fluid buildup could not be identified. The case was aborted. The patient was placed on bypass and hospitalized, however they did not survive being taken off bypass. The patient passed away.